Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged post-implant. A revision procedure was scheduled with plans to explant the lead and replace it with a new lead. No adverse pt effects were reported.